Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister airtube closed (kinking/squeezing) and did not allow co2 to flow. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No non conformities were observed. The device was evaluated for mechanical evaluation. Following the instructions in IFU, the braided tube was connected to the regulated source of c02 set with not more than 50 psi (344 kpa). The flow control for the saline was adjusted between 5 l/min (0.08 l/s). Care was taken that it doesn't exceed 8 l/min. The pinch clamp on IV tubing was closed and the IV spike was connected to a new bag of sterile saline with pressure cuff around it. After opening the pinch clamp the sterile saline and c02 gas started to flow simultaneously through the IV tubing. We were able to adjust the sterile saline flow to 1-5 (ml/min) and the flow of c02 gas with the help of the rollers. The sound of the c02 gas was heard at the atraumatic tip. While coming out of the tube. No improper flow/infusion for the co2 gas was observed. Based on the results of the evaluation, the reported complaint for "improper flow/infusion" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister airtube closed (kinking/squeezing) and did not allow co2 to flow. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.